Event description:
It was reported that the procedure was to treat a lesion in the distal marginal artery. The hi-torque versaturn guide wire was positioned without reported issue; however, it was noted that there were two radiopaque spots on the guide wire where they should not be. However, the same guide wire was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.